Event description:
Associated medwatch-reports: 2916714-2020-00672, 2916714-2020-00673.

Manufacturer narrative:
E1 - reporter updated. Preliminary investigation - previously reported. Additional information after examination of the affected implant by an external examination laboratory: stage I analysis is complete for the retrieved device per exponent's internal protocol and standard operating procedure, which were created using astm f561 standard practice for retrieval and analysis of medical devices, and associated tissues and fluids, as a guide. The articulating and backside surfaces of the polyethylene insert had evidence of machining marks and multidirectional scratches. The inferior and superior endplates had evidence of damage consistent with impingement. The polyethylene inlay showed an area of deformation on the articulating surface. Overall, the results of the stage I analysis are consistent with devices having a short implantation time, iatrogenic damage, and impingement.

Event description:
Update: the additional information provided on the third party report, noted thatthe patient did not have previous surgeries. The original surgery occurred in (B)(6) 2020, and the second occurred on (B)(6) 2020. The revision was due to continued pain. The bone quality of the patient was good. There were no complication during the revision surgery; the treatment was fusion. The adverse event / malfunction is filed under xc reference (B)(4). Associated medwatch-reports: 2916714-2020-00637, 2916714-2020-00672, 2916714-2020-00673.

Manufacturer narrative:
The components have been received by a third party and are currently being evaluated. Reference code sw990k, device name activ l inf.plate size l 0°/spikes, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, unit of use UDI-di (B)(4), manufacturing date unknown; reference code sw991k, device name activ l sup.plate size l 6°/spikes, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, unit of use UDI-di (B)(4), manufacturing date unknown; reference code sw966, device name activ l pe-inlay 10mm, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, unit of use UDI-di (B)(4), manufacturing date unknown. Aag investigation: up to now, no product was available for analysis. Batch history review - due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale - because there are no products and only minor information available, a definitive root cause analysis is not possible. The following causes are possible: wrong system configuration selected by the user - wrong implant size chosen by the user - end plate formed too strong by the user - design layout unsuitable - inadequate patient behavior. Conclusion and root cause - a definitive root cause analysis was not possible. Corrective action - a CAPA is not necessary.

Event description:
Updated patient details: level- l5/s1. Gender -female. Implantation date - (B)(6) 2020. Explantation date - (B)(6) 2020. (Implantation time 0.1 - 0.2 years). Reason for removal- patient still complains of pain. Associated medwatch-reports: 2916714-2020-00672. 2916714-2020-00673.

Manufacturer narrative:
Updates - a: gender. B5: updated information. D1, d4: material sw992k, lot number and expiration date. D6: explant date. Upon review, the reported catalog numbers associated with this event will be updated as applicable: sw992k- 52502159. Sw996k- 52570434. Sw966-uknown.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with activl components. The original type of operation was a total disc replacement (tdr). According to the complaint description, the surgeon removed the implants. A revision was necessary. Additional information has been requested but not yet received as of this report. The adverse event / malfunction is filed under xc reference (B)(4). Associated medwatch-reports: 2916714-2020-00672, 2916714-2020-00673.